Event description:
The company was informed that the pt's device was explanted. Advanced bionics is in the process of gathering more info and will submit a supplemental report once new info was obtained.